Manufacturer narrative:
The leads and the pacemaker were not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the leads and the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The returned device data were analyzed thoroughly. No pacemaker malfunction was noted during the data inspection. It was reported that during lead revision on (B)(6) 2019 subclavian crush was noted which can be considered as the root cause for the clinical observation. In conclusion, the leads and the pacemaker were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional relevant information become available, the investigation will be updated.

Event description:
It was reported that the patient had breathing issue and collapsed on the floor with injury on head. The patient was hospitalized. Lead insulation damage was suspected as low impedance, oversensing and loss of capture were noted. This right ventricular lead was replaced with a new lead. The replacement was done on the right side, because subclavian crush was observed on the left side. The atrial lead was also replaced during the procedure. The pacemaker was reconnected.